Event description:
Healthcare professional reports 2 incidents of a blood leak with the psn 210 dialyzer during the hemodialysis treatments. The leaks occurred at the luer connection of the venous blood line to the venous end of the psn 210 dialyzer. Minimal blood loss was reported. No pt injury or medical intervention reported.